Event description:
It was reported while using bd maxguard pressure rated extension set there was a blockage. This occurred 298 times. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: I was just informed that there are other lot #s that are being impacted. Do you have an alternate or can the investigation be expedited? We are having several issues at more than one site. Lot # 23029151 & 23029152. Flow issues- fluid blockage. Additonal info from customer: good morning, please see my responses in red text below: (B)(6) 2023. -can you provide the total number of occurrence for each batch number? Once we started seeing issues with the same lot #, 22109256, we pulled all product with this lot #. See below for more details. -was there any adverse event occurred? It failed/clogged. -can you provide samples to bd for investigation? If no, can a photo be provided? We have provided several samples. If you want more, please send 2 more call tags. Brandi is aware and can tell you when the samples came in. -as per complaint description, this event involved two batch numbers, are you able to identify the event date for both? The complaint is for 3 lot #s. See below for details impacted lots: 22109256 [started the beginning of april]. 23029151 [started week of 6/19/23][have 2-5 samples] . 23029152 [started week of 6/19/23][have 2-5 samples]. On hand w/ lot # 22109256: piedmont fayette ¿ 156 ea. Piedmont athens ¿ 46 ea. Piedmont mountainside ¿ 49 ea. Piedmont henry ¿ 47 ea.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jul-2023 . H6: investigation summary: nine samples model me5301 lot 23029151 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer for six of the samples and male luer for three of the samples for lot 23029151. The customer complaint that the set was unable to be flushed was replicated. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause for occlusion between tubing/female luer and tubing/male luer could be related to the solvent application, excess of solvent due to problems with the mdgn dispensers and/or incorrect use the solvent dispensers by the assembler. The reported failure mode was addressed under the hmo-cef-23017 and approved on (B)(6) 2023 where the mdgn dispensers will be replaced with medical dispensers to avoid solvent application issues. A device history record review for model me5301 lot number 23029151 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
11 samples model me5301 with possible lots of 22109256, 23029151 & 23029152 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe filled with water. Ten sets were unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer for seven of the samples and male luer for four of the samples. The customer complaint that the set was unable to be flushed was replicated. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause for occlusion between tubing/female luer and tubing/male luer could be related to the solvent application, excess of solvent due to problems with the mdgn dispensers and/or incorrect use the solvent dispensers by the assembler. The reported failure mode was addressed under the hmo-cef-23017 and approved on (B)(6) 2023 where the mdgn dispensers will be replaced with medical dispensers to avoid solvent application issues. A device history record review for model me5301 lot number 23029151 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model me5301 lot number 23029152 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model me5301 lot number 22109256 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxguard pressure rated extension set there was a blockage. This occurred 298 times. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: I was just informed that there are other lot #s that are being impacted. Do you have an alternate or can the investigation be expedited? We are having several issues at more than one site. Lot # 23029151 & 23029152. Flow issues- fluid blockage. Additonal info from customer: good morning, please see my responses in red text below: 27/6/2023 can you provide the total number of occurrence for each batch number? Once we started seeing issues with the same lot #, 22109256, we pulled all product with this lot #. See below for more details was there any adverse event occurred? It failed/clogged can you provide samples to bd for investigation? If no, can a photo be provided? We have provided several samples. If you want more, please send 2 more call tags. Brandi is aware and can tell you when the samples came in. As per complaint description, this event involved two batch numbers, are you able to identify the event date for both? The complaint is for 3 lot #s. See below for details. Impacted lots: 22109256 [started the beginning of april] 23029151 [started week of 6/19/23][have 2-5 samples]. 23029152 [started week of 6/19/23][have 2-5 samples]. On hand w/ lot # 22109256: piedmont fayette ¿ 156 ea. Piedmont athens ¿ 46 ea. Piedmont mountainside ¿ 49 ea. Piedmont henry ¿ 47 ea.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 23029151. D4. Medical device expiration date: 08feb2026. H4. Device manufacture date: 08feb2023 . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.